Event description:
Paramedics responded to a person who was down for a long time. The patient was connected to the device with disposable defirillation/ECG electrodes, diagnosed in asystole then connected with ECG electrodes for external pacing. According to the reporter, the device alarmed to check leads or check electrodes and wouldn't pace the patient. The patient was not resuscitated but the reporter stated that the patient's long down time indicated the patient was not viable and that the device's alleged malfunction did not cause or contribute to the patient's death.